Manufacturer narrative:
The technician replaced the siderail assembly to repair the bed.

Event description:
Information received indicates, the right siderail is soaked with blood. The account has attempted to clean the siderail, but the blood has soaked through all of the crevices on the siderail.